Event description:
It was reported that the patient presented for a procedure. During the implant procedure, it was noted that the programmer exhibited excessive heating and shut down. The programmer returned to normal after inactivity. It was then noted that the programmer's screen froze, and the system became unresponsive. The programmer was restarted and returned to normal. Another procedure was performed, and it was noted that the programmer shut down and was plugged back on for power. The patient experienced a cardiac arrest and was resuscitated. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the procedure was successfully completed, and the patient was in stable condition.